Manufacturer narrative:
The information provided in the initial report were incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend. The sensor glucose level was unknown and the blood glucose was 48 mg/dl. Troubleshooting was declined by the customer but was advised on sensor settings and help in resetting the weak signal. Customer was advised to monitor pump and to follow up if any further questions.